Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report - 1627487-2012-08534. It was reported that the pt was unsatisfied with the stimulation. The pt experienced pain at the lead incision site and the pocket site. The system was scheduled to be explanted. No further info is available at this time.